Event description:
Revision delta xtend surgery performed on (B)(6) 2014. Further details to be provided by product specialist.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: the device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. An 18 months complaint search into the complaints database was performed, no other complaint was reported associating product code 130742206 and batch number 5215875. Based on the information received and the investigation performed, the root cause of the analysis could not be determined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.